Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Customer returned several photos of alcohol swab packets from lot 2256557. The customer reported discoloration on swab. The photos were examined, and the swab does have some discoloration (yellow stain) on the alcohol swab. A review of the device history record was completed for batch # 2256557. All inspections were performed per the applicable operations qc specifications. Based on the images received, embecta was able to confirm the customer¿s indicated failure of the swab discolored. There were no quality notifications or dispatches that pertained to the complaint, therefore, not root cause can be determined.

Event description:
It was reported while using bd alcohol swabs tampons alcooslises 100count foreign matter was found on the swab. There was no report of patient impact. The following information was provided by the initial reporter: "upon opening a alcohol swab, it was noticed that there was a brown-red discoloration on the swab. It is unclear what this discoloration could be, may be from rust or something biologically

Event description:
It was reported while using bd alcohol swabs tampons alcooslises 100count foreign matter was found on the swab. There was no report of patient impact. The following information was provided by the initial reporter: "upon opening a alcohol swab, it was noticed that there was a brown-red discoloration on the swab. It is unclear what this discoloration could be, may be from rust or something biologically.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.